Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that they were having high and low blood glucose in the last three days, it began on (B)(6) 2017. The customer has been going to the bathroom and thirsty. Customer's blood glucose level was 400 mg/dl, at 10:00 am blood glucose was 424 mg/dl at which time the son ate and treated with a bolus, at 1:00 pm blood glucose was 492 mg/dl, at 3:30 pm blood glucose was 539 mg/dl which was treated with either manual injection or insulin pump. The customer has changed the sites and will get better but the readings will rise again. Customer declined to troubleshoot for their blood glucose as the device was not available. The insulin pump will not be returned for analysis.